Manufacturer narrative:
The report we received indicated that a pt received a cypher cxs 18250 stent on (B)(6) 2004. The pt had to be re-stented on (B)(6) 2004. There was no report of pt complication. The product is not available for evaluation and testing. Additional info will be submitted will be submitted within 30 days upon receipt.

Event description:
Sub acute thrombosis.